Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they woke up with a high blood glucose level of 431 mg/dl. The customer changed the entire set and treated with the insulin pump. Customer declined troubleshooting for high blood glucose readings. It was explained to customer the different types of infusion set and site issues . The customer was advise to speak to their healthcare provider. The product was not returned for analysis.